Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the scab at the incision site of the right burr hole cover had come off and the lead became exposed through the incision site. The patient experienced pain and tingling. A culture was performed at the burr hole cover site and came back positive for pseudomonas infection. The patient underwent an irrigation and debridement procedure and was administered antibiotics. The patient was doing well post-operatively. Additional information was received indicating that the patients wound was still not healing properly and there was confirmation of pseudomonas infection present at the site of lead and extension connector. The patient underwent an explant procedure where the full system was explanted. The patient was administered antibiotics. The explanted devices were discarded by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7102651. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119303. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119568. Product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600c, batch: 32118920. Product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600c, batch: 32118920. Product family: dbs-ipg-r-MRI: upn: m365db12160, model: db-1216, serial: (B)(6), batch: 576276.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the scab at the incision site of the right burr hole cover had come off and the lead became exposed through the incision site. The patient experienced pain and tingling. A culture was performed at the burr hole cover site and came back positive for pseudomonas infection. The patient underwent an irrigation and debridement procedure and was administered antibiotics. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 32118920.